Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a left hip revision due to loose cup.

Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: examination of the returned device with material analysis engineer indicated the damage consistent with explantation process. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further informations such as revision operative report, additional x-rays and office notes are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the insufficient information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further informations such as revision operative report, additional x-rays and office notes are needed for completion of the assesment. Examination of the returned device with material analysis engineer indicated the damage consistent with explantation process. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a left hip revision due to loose cup.